Event description:
A customer reported an unspecified malfunction with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer experienced a loss of consciousness, and upon regaining consciousness the customer self-treated with insulin (dose/type unspecified) injections with an insulin pen and candy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.